Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿catheter is damaging while inserting (peel off) wastage of many cannula¿ with lot number 9145936 and 9171588 regarding item # 391591 the complaint could not be confirmed, and the root cause is undetermined. We investigated batch number 9145936 and 9171588 for material number 391591 and the DHR showed no reported qn during its production to release of the batch. No samples or photo(s) were received for investigation by bd to confirm the indicated failure. The retention samples were used for investigation. The penetration test found to be within the specification limit and no peel back was observed. The manufacturing team inspected various product characteristics such as bevel angle, ptfe tube thickness, cannula outer diameter from the retention samples of the reported lots. The test results showed that all these characteristics conformed to the product drawing specifications. As no samples and/or photo(s) were received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. H3 other text : see h.10

Event description:
It was reported that venflon I 22ga 0.8 mm x 25mm catheter is damaged. This occurred on 20 occasions during use. The following information was provided by the initial reporter: catheter is damaging while inserting (peel off) wastage of many cannula.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9145936. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-25. Medical device lot #: 9171588. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-06-20. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon I 22ga 0.8 mm x 25mm catheter is damaged. This occurred on 20 occasions during use. The following information was provided by the initial reporter: catheter is damaging while inserting (peel off) wastage of many cannula.